Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device does not have any visual failure. During functional inspection, the carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot. Complaint included a returned device review which showed no evidence of either the alleged issues or any defect which could have contributed to the event. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vault closure procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio carrier failed to retract. The procedure was completed using another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. Problem of carrier would not retract. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a vault closure procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio carrier failed to retract. The procedure was completed using another capio device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.